Manufacturer narrative:
Correction: b1, b2, b5, h1, and h6. For leads being explanted.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed capturing problem on the right ventricular (rv) lead and atrial (ra) lead. The physician elected to explant and replaced both rv and ra. There were no patient consequences.

Manufacturer narrative:
The reported event of capturing problem was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found that the insulation was abraded at 22.4 cm to 22.6 cm from the connector pin caused by friction to device can. The abrasions were consistent with exposure to constant friction against the device can.

Event description:
Related manufacturer reference number: 2017865-2025-12309 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed capturing problem on the right ventricular (rv) lead and atrial (ra) lead. No changes or intervention were reported. There were no patient consequences.